Manufacturer narrative:
Per good faith effort (gfe) received 01jul2024, the customer replaced the solenoids 3 and 4 to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
After further troubleshooting, the customer called back in to technical support noting that he is replacing solenoids 3 and 4 to address a check vent alarm 110a - proximal pressure sensor auto zero failure and needs to know which of the 4 solenoids is #3 and #4. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was powered on and gave error proximal pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed the issue in the device log. The customer powered device back on and now device is running with no error. The customer was unable to duplicate error. The rse informed customer to perform full performance verification test (pvt) on the device before returning to use to confirm device is fully operational. The rse informed the customer that if error does happen again, the manufacturers recommendation is to replace the solenoid 3 and 4. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.